Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable as this is not an implantable device. Section d6b: explant date: not applicable as this is not an implantable device. Section e1: telephone number: (B)(6). Section h3: the product was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was traces of dlk in both eyes of the patient. There was maxidex as post-op care given to the patient. From the flap case, the right eye was 6/7.5, left eye was 6/7.5 and both eyes was 6/6. There was no delay in treatment or other interventions performed.